Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor was placed on back with obstruction between the transmitter and the pump. Customer removed obstruction and connection was regained. The customer's blood glucose level was 92 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.